Event description:
It is reported that during surgery in early 2008, the tip of the articular surface inserter broke when the surgeon inserted the surface.

Manufacturer narrative:
This report will be amended when our investigation is completed.